Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for a complete pump reset, and after performing reset successfully cleared error and started sensor session, with no further issues reported.